Event description:
The customer reported that "the pod was giving her high bg's" after wearing the device for only 24 hours. When the pod was first applied, her bg level were greater than 500 mg/dl. Multiple correction boluses and basal rates were administered, but her levels remained consistently high. Her bg's had lowered to 454 mg/dl, but rose again to above 500 mg/dl three hours later despite administering a second round of correction boluses and basal rates. The customer "didn't know why this was happening" and "figured that she would just remove the pod." Upon removing the device, she noticed that "the cannula was kinked," though no occlusion alarm was initiated. The pod will be returned for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. In addition, we are unable to confirm whether the reported cannula kink had contributed to insufficient insulin delivery. Based on the bg history provided by the customer, however, it is assumed that the cannula kink was a potential contributing factor. The customer had administered numerous correction boluses and basal rates over the 24 hours the pod was worn, though bg's remained consistently high (454 to greater than 500 mg/dl); it is expected that her bg levels would have gone down in response to the boluses and basal rates. (Without the pod returned for eval, however, we cannot determine whether the high bg levels were due to physiological conditions or whether the reported cannula kink may have been a factor.) In addition, there is no indication that the pod had initiated an occlusion alarm in response to the cannula kink. If insulin flow to the user was obstructed by the kink, the pod should have initiated an occlusion alarm. Although it cannot be confirmed through a device eval, the pod is assumed to have been a contributing factor to the customer's high bg levels based on the pod's all history provided in the report. Lot qualification test results for this pod lot revealed no failures that resulted in an occlusion alarm. The lot passed the acceptance criteria. Note: eval method are specific to activities performed during lot qualification testing (and are not related to activities performed on the subject pod as it was not returned for investigation).